Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge shelf box and inner packaging pouch. The emerge catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced to dilate the target lesion. However, the balloon ruptured during the first inflation at an unknown pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced to dilate the target lesion. However, the balloon ruptured during the first inflation at an unknown pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.